Event description:
Health care professional (hcp) reported pt (pt.) Receiving hemodialysis on 1550 device. Hcp reportd treatment (tx) was initiated at 1215 and at 1250 pt with a history of "confusiion" was found unresponsive and a severe drop in blood pressure was noted. The colin blood pressure monitor was alarming and recorded the following blood pressure readings: 33/21, 61/29, 108/59. Hcp attempted to administer 200cc normal saline when a pool of blood was noted on the floor. The blood lines were clamped and treatment was terminated. The venous needle was dislodged from the right arm fistula and had fallen between the pt's arm and chair. Estimated blood loss was 800cc. Hcp noted there were no audible or visual alarms on the 1550 device. Pt was transported via emergency medical services to a local hosp, in route bp dropped to 55/34. When pt arrived at the hosp mental status was altered, but pt was responsive. Pt received a total of 1300cc normal saline and 1 unit o negative blood. Pt was hospitalized from 1/26/2000 until 2/7/2000. Pt was transferred to a rehabilitation center where hemodialysis treatments continued. As of 2/26/2000, pt released from rehab center and receiving hemodialysis in the facility.